Event description:
The customer reported that the ventilator displays a green screen. There was no patient involvement reported.

Manufacturer narrative:
Justification for no UDI: this device was manufactured, but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll's business partner at the customer facility. The reported issue was confirmed, and the root cause was identified as a defective display.